Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring was falling apart. The customer¿s blood glucose level was 129 mg/dl. The customer reported that the insulin pump has cosmetic damage. The customer also reported that there was damage to the reservoir lip ring was damaged. The customer reported that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.